Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). (B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The doctor decided to explant the baerveldt shunt. The patient had recovered from the event. Device discarded by user. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) (B)(6) 2013. The patient's eye pressure had been low since the implant. After 3 months, the eye pressure was lower and the anterior chamber had shriveled. As it was possible that it would cause damage to the endothelium; the doctor decided to explant the lens and a trabeculectomy was performed. Further, the doctor stated there was no malfunction of the device. The exact implant date as well as the explant date were not provided.